Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4) model: sc-2317-50 serial: (B)(6) batch: 7070815

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The explanted leads were not returned. There were no reported complications postoperatively.